Manufacturer narrative:
The unit alarmed failed battery test and an unexpected low battery alarm was noted due to a corroded battery tube and battery cap contact. However, unit passed all functional testing, including the rewind, occlusion, prime, excessive no delivery and displacement tests. No unexpected battery out limit alarms were noted. The low battery display icon is working properly. The unit was received with a cracked case at display window corners.

Event description:
It was reported that the customer was hospitalized with unspecified high blood glucose. The customer stated that he had not eaten anything, was in a very hot area, and had been off of his insulin pump for five hours when he was hospitalized. It was also reported that the customer's insulin pump was going through batteries rapidly, at the rate of a few per day. Troubleshooting was performed and the customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further reported.